Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that during a resuscitation event there was a spark at/of the pads when a shock was delivered and that subsequent shocks were aborted after the pads were replaced. No negative patient impact was reported.